Event description:
Caller reported two pts with potential false negative urine hcg results.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control, lot: hcg090617-01; 100miu/ml hcg urine control, lot: hcg090521-01; 216.0iu/ml hcg urine, lot: hcg090526-01. Summary of results: the retention strips meet qc specification. Correct positive results were observed when tested with 25iu/ml hcg urine control. The 100miu/ml and 216.0iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Conclusion: the retention strips meet qc specification. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required at this time as product deficiency was not established.